Event description:
Procedure: open roux-en-y bypass. A leak was noted at the jejunostomy. Leak was in the center of the staple line. It appeared 1 cm of the staple line was missing. The remaining staple line appeared to be intact. Pt re-operated on the following day. No staple line reinforcement was used. No leaks were noted at time of initial surgery. Several attempts were made for additional info - account not releasing any additional pt info at this time.